Event description:
The customer states that "an error message was displayed on screen and unable to switch video, call service." The video is still displayed but the touch screen controls and cockpit control are unresponsive. No injury occurred.

Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.